Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break and balloon rupture occurred. The 90% stenosed target lesion was located in the non tortuous and non calcified cephalic arc. A 9.0 x80, 75cm gladiator balloon catheter was selected to dilate the lesion. It was noted that the balloon ruptured circumferentially at 2 atmospheres above rated burst pressure. The physician tried to remove the device. However, when they pulled the device back, it would not come back through the 8 fr non-bsc sheath and the balloon catheter started to separate. During removal, difficulty withdrawing the balloon through the sheath was encountered. The device was then removed intact. Physician stated that the device was bunched up on the proximal side and the distal end. The sheath was readvanced and an unspecified stent was deployed. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.